Event description:
A report was received that the patient will undergo an explant procedure due to a breakdown of her surgical wound at the ipg site. An excess lead length and reverse lead splitters had been wound up and placed behind the ipg during the implant procedure per the physician¿s preference. At some point a loop of the lead had migrated from behind the ipg and put pressure on the ipg site, but the ipg did not protrude. This was causing the patient to experience irritation and was preventing a portion of the wound from fully healing. The wound developed a purulent discharge, but did not dehisce. The physician administered antibiotics and assessed that the patient had an infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit-50 cm; model # sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure due to a breakdown of her surgical wound at the ipg site. An excess lead length and reverse lead splitters had been wound up and placed behind the ipg during the implant procedure per the physician¿s preference. At some point a loop of the lead had migrated from behind the ipg and put pressure on the ipg site, but the ipg did not protrude. This was causing the patient to experience irritation and was preventing a portion of the wound from fully healing. The wound developed a purulent discharge, but did not dehisce. The physician administered antibiotics and assessed that the patient had an infection.

Event description:
A report was received that the patient will undergo an explant procedure due to a breakdown of her surgical wound at the ipg site. An excess lead length and reverse lead splitters had been wound up and placed behind the ipg during the implant procedure per the physician¿s preference. At some point, a loop of the lead had migrated from behind the ipg and put pressure on the ipg site, but the ipg did not protrude. This was causing the patient to experience irritation and was preventing a portion of the wound from fully healing. The wound developed a purulent discharge, but did not dehisce. The physician administered antibiotics and assessed that the patient had an infection.